Event description:
It was reported that the stable patient presented to the clinic for a routine follow-up. Upon interrogation, the right ventricular lead exhibited high sense/pace impedance and low-high voltage impedance measurements. The physician suspected a lead dislodgement had occurred. The device was programmed off and the patient was discharged home. On (B)(6) 2018 the patient presented to the hospital for a lead revision procedure. Upon opening the pocket, the physician confirmed the lead dislodgement and successfully explanted and replaced the lead. The patient was in stable condition before, during and post surgery.

Manufacturer narrative:
Final analysis found normal lead characteristics.